Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. When product is returned, evaluation will be completed and final report will be submitted. Hospital has stated that they will not release the product for evaluation.

Event description:
"Uterus was punctured by the cannula when the surgeon lifted up on the uterus and it came in contact with the cannula that had already been placed." Uterus was repaired during the surgery and the patient is doing fine.